Event description:
Discordant sodium (na) results were obtained on five patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The discordant sample of patient (B)(6) was repeated on the same instrument, resulting higher than the initial result. The discordant samples were repeated on an alternate dimension vista instrument and all resulted lower than their initial result except patient (B)(6), which resulted higher than the initial result but lower than the repeat result from the same instrument. The corrected results from alternate dimension vista instrument were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and reported that they had several high sodium results. They replaced the v lyte sensor for integrated multi sensor technology (imt). A siemens headquarters support center specialist reviewed the instrument data and did find evidence of a system malfunction. The cause of discordant falsely elevated na results for four patients is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.